Event description:
Found during routine testing. The caller reported the device's service indicator is illuminated and the device logged fault codes related to defibrillation energy. There was no patient associated with the report.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported problem. Physio replaced the bipphasic pcb assembly and then observed proper device operation through functional and performance testing. The device ws returned to the customer for use. Physio-control further evaluated the replaced pcb assembly and determine the that root cause for the reported problem was electrical shorting through 2 transistors, designators q5 and q6.